Event description:
A male patient reported getting continuous "check belt" messages. He reported checking all the electrodes to make sure they were in contact with his skin and they seemed fine. He also reported he had not changed his garment since he was originally fit because his second garment was too big. A replacement garment was provided to the patient. Information provided by the patient seemed to indicate that the connector was being forced into place when they reconnected it. Lifecor customer support spoke to the patient's mother and asked her to examine the connector pins. The mother reported that the pins do not look bent. The replacement garment did not resolve the "check belt" messages. A replacement electrode belt was provided.